Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was missing from the patient line of a homechoice cassette. This was observed when opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an open pouch. A visual inspection was performed and found patient line's pull ring tip protector was missing. Under water pressure testing was performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.